Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g4 ,d8, d9, h2, h3 h4, h6, h10. H11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the fiber bonding in the outer tube area (distal end) was damaged and the video cable section was cut. A root cause could not be identified. The reported image was not displayed correctly could not be reproduced. Based on the results of the investigation, the fiber bonding in the outer tube area (distal end) was damaged and the protector of the video cable section was cut likely caused by the following: component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the image on the rigid video scope was not displayed correctly. There was no reports of patient harm, injury, or death associated with the event.

Manufacturer narrative:
Occupation ¿ no information provided. The evaluation of the event is ongoing. Three attempts were performed to obtain additional information, but no response was received from the customer. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the image on the rigid video scope was not displayed correctly. There were no reports of patient harm, injury, or death associated with the event.